Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the anchor is shown in used condition and is inside a blue plastic container. The anchor is detached from the inserter shaft. The titanium anchor is inside the sleeve peek as expected. The sleeve peek is slightly scratched due to the bone surface rubbing. The overall complaint was confirmed as the observed condition of the versalok pre packed w/oc would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; an incomplete insertion or poor bone quality may happen, as per IFU; bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or over-tensioning or poor bone quality may result in anchor pullout. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: the device manufacture date was unknown UDI: (01)10886705001224(10)226l792(17)260930

Event description:
It was reported by the sales rep in china that during a rotator cuff repair surgical procedure on (B)(6)2024 the versalok pre packed w/oc device could not secure the anchor. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.